Event description:
It was reported to covidien on 12/22/2009 that a customer had an issue with a scd compression sleeve. The customer reports that the pt got blisters and bruising on the leg.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.